Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 1000 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the time on the insulin pump was off by 1 hour. Nothing further was reported.